Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient in normothermia monitor mode and arctic sun device started beeping with no alert message. Powered device off and back on. Now graphics were upside down and asking to enter password. Had the user try powering device off and back on again but device booted up to same upside-down graphics and enter password message. Advised to send device to biomed for evaluation and obtain another device to utilize for the remainder of therapy. User stated that the devices touchscreen was showing no display and was beeping very loudly, it was determined that the device has a failed control panel.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Upside down enter current password screen confirmed during evaluation. Replaced the control panel. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Replacing the control panel corrected the reported problem. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient in normothermia monitor mode and arctic sun device started beeping with no alert message. Powered device off and back on. Now graphics were upside down and asking to enter password. Had the user try powering device off and back on again but device booted up to same upside-down graphics and enter password message. Advised to send device to biomed for evaluation and obtain another device to utilize for the remainder of therapy. User stated that the devices touchscreen was showing no display and was beeping very loudly, it was determined that the device has a failed control panel. Per follow up information received via task on 22nov2024, they had been troubleshooting on the floor at the time of the call. Patient was put on a new working device and sn (B)(6) was sent in for repair.